Event description:
It was reported that the patient had an elevate pc graft implanted on (B)(6) 2013. It was reported that the patient experienced urinary stress incontinence on (B)(6) 2013 that resolved on (B)(6) 2013. It was indicated that the event was not serious and the signs and symptoms were mild. It was also reported that this event was not device related. No additional patient complications were reported in relation to this event.